Event description:
Health care provider reported the infusion pump was explanted due to a "staph infection" after an implant duration of approximately 2 months. The pump was returned to the manufacturer for analysis. The pt was receiving morphine 50mg/ml. The daily dose was not reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.